Manufacturer narrative:
Omit: a1402 - excess flow or over-infusion (1311). Additional information: imdrf annex a,g,b,c,d codes & manufacturer narrative . A review of the complaint history for sn (B)(6) was performed which did not confirm similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 27nov2007. The review was performed from the date of manufacture to the present date 07jul2021. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the service history record for sn (B)(6) was performed which confirmed that this device was not involved in a service failure which correlates to the customer reported issue.

Event description:
It was reported that the large volume pump (lvp) had over infused. There was patient involved but no harm.

Manufacturer narrative:
The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation.

Event description:
It was reported that the large volume pump (lvp) had over infused. There was patient involved but no harm.